Event description:
The customer reported to olympus that while using the evis exera iii video system center, there was no image and error code e402 was present. There was no patient harm associated with the event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported a no image issue and an e402 error code with the evis exera iii video system center. Tac reviewed the cabling scheme with the customer, the digital filing system set to option was correct, and the trigger cable had already been replaced. Customer reported there was an image on the provation application but would contact provation company again as there was potential for a hardware issue. The customer called back and reported that after speaking with provation, it was realized that there was a faulty communication hardware port on the provation side. The communication port was replaced, and the issue was resolved. Since troubleshooting successfully resolved the reported issue, the device is not expected to be returned. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image and e402 error was found with a competitor's device used in combination with the olympus device. The reported issues were both resolved after the communication port was replaced. Olympus will continue to monitor field performance for this device.